Manufacturer narrative:
The device was returned for evaluation. With respect to the returned unit, it has passed all specific functional testing requirements. When unit is properly positioned and put under pressure, the unit did not slip. The DHR review of lot number 131 states that no issues were found. The complaint was not confirmed. The root cause could not be determined at this time.

Event description:
A materials coordinator reported to that an a1059 mayfield modified skull clamp was noted to move and cause a laceration to a (B)(6) female. Additional information was received on 06jul2018 stating that on (B)(6) 2018, the device was used on a c3-5 cervical laminectomy and c2-t2 instrumentation and fusion procedure when the clamp did not work correctly. During head realignment, an adult integra disposable head pin (lot number w1704018, catalog number a1072) caused a cut on the patient's right side of the head. Two staples were applied on the laceration by the surgeon to stop the bleeding. There was no noted surgical delay and the procedure was completed by using a second mayfield. The outcome of the surgery was good.